Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model za9003, was performed on the left eye of a female patient because she was not happy with the refractive outcome. There was no incision enlargement or patient injury reported. The same lens model was used as a replacement lens. No additional information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification and the lens was returned cut in two pieces. The condition observed and the way in which the cut was formed is consistent with a lens that has been cut due to ¿iol removal or explant process¿. The reported issue as ¿unexpected postop refraction¿ could not be confirmed on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports, deviations, or discrepancies were issued during the manufacturing process. A search on complaints revealed this is the only investigation request for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.